Manufacturer narrative:
A product correction letter was issued on 07mar2019 to all alinity I and alinity c customers notifying them of the software and hardware issues on the alinity ci-series system. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci-series to software version 2.6.0 to resolve each of the identified issues and provide customers necessary actions until the mandatory upgrade is completed. Correction/removal number: 3002809144-03/14/19-002-c.

Event description:
The customer stated that since the installation of sw 2.5.1. The barcode labels are shifted to the left for column 2-5 mm and up for the rows. The labels for column 2 and 3 are not fully printed on the labels as the space between the labels is not taken into account. There was no reported impact to patient management.